Manufacturer narrative:
(B)(4). Washer uncut, breakaway washer cut off center. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and noted to have an off-centered indentation, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition, the anvil was pushed far enough off center to result in an off center indentation of the breakaway washer. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that to ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reported that during a hemorrhoidectomy procedure, after positioning the instrument and having the hemorrhoid structures in position for cut and stapling, the instrument cut but does not staple. Following the application, an important bleeding ensues. The surgeon performs a manual hemorrhoidectomy with manual suture. There were no adverse consequences for the patient. Additional information has been requested but to date, no response has been received. If additional information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.